Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that access was obtained and the glidesheath slender device was inserted. After inserting the tig catheter the valve of the sheath began to leak. The case was completed and a tr band was applied. Blood loss was reported to be less than 250cc. The patient was stable. The procedure outcome was successful. Additional information was received on 9/7/18. The procedure being performed was a diagnostic heart catheterization.